Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level. Customer removed bent cannula after that blood glucose level was 451 mg/dl. Customer changed set and but did not get bolus, blood glucose level was 588 mg/dl. Customer got insulin to treat high blood glucose by bolus wizard. Insulin pump will be returned for analysis.